Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a temporary pacing lead was placed in the right ventricle, and pacing was performed. Then, cardiac catheterization was performed with a swan-ganz catheter. When the temporary pacing lead made contact with the catheter in the right ventricle, oversensing occurred. Then the epg (external pulse generator) powered off. This occurred two times. The patient had their own intrinsic rhythm. No patient complications were reported as a result of this event.